Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "there was no power"? Could you please clarify if the indicator window was turned on? Could you please clarify if device was able to activate? If yes, could you please clarify if the firing speed was affected? Could you please clarify if the when the device was triggered a motor sound was heard? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the hand assisted low anterior resection procedure, the device was placed. The anvil was attached and the compression was initiated. Once indicator was in firing zone, the surgeon waited 90 seconds and went to fire device and there was no power. A like device was used to complete the procedure. The donuts were observed in full, and a leak test was performed. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. D4: batch # 813a97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and uncut, the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit. The device was sent for additional evaluation. Prior analysis of the device was completed in the independencia pi lab. Therefore, the full activity plan was not completed for this device in cincinnati. Analysis began by reviewing the device flex circuit (fc) under magnification. This review confirmed the crinkled condition that was noted during analysis in independencia. The next step the team took was to check for continuity using both contacts on the fc. This continuity check found that there was not continue throughout the length of the fc. There was foreign matter noted to be on the fc, so it was cleaned to determine if this was potentially interfering with the continuity. Cleaning of the fc did not result in continuity being restored. To further narrow down the source of the issue within the fc, a continuity check was performed on each trace individually. This check showed that continuity was present on the right-side trace, but there was no continuity on the left trace. There was no visible damage noted on the fc throughout the length on either trace. The next step in the analysis was to remove a portion of the coverlay in the middle of the fc to confirm if the damage was on the proximal or distal end of the left side contact. A continuity check was again performed on the left trace check from the removed portion of the coverlay to the distal end of the fc, this check showed that there was continuity in this portion of the fc. Next, a check was performed between the removed portion of the coverlay and the proximal end of the fc, this check showed there was no continuity. This indicates that the interrupt to continuity was somewhere between the middle of the fc and the proximal end of the left side trace of the fc. Based on the visual and electrical analysis that was performed, the team decided to have the proximal portion of the fc undergo a CT scan to see if there was a crack in the fc that was not apparent through visual analysis. Figure 1 below shows the photo from independencia demonstrating the crinkles that were noticeable through visual analysis and the corresponding location of the fc through CT scan demonstrating the crack in the left side trace. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 09/22/2022.